Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy (wall apposition). The ht bmw universal ii referenced is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a concentric, de novo lesion with mild tortuosity, heavy calcification and 99% stenosis in the mid left anterior descending (lad) artery. A ht balance middleweight (bmw) universal ii hydro-coat guide wire was advanced, but failed to cross the lesion due to the patient anatomy. The guide wire was withdrawn from the patient anatomy with resistance noted. A non-abbott guide wire was used to continue with the procedure. After pre-dilatation was performed with a non-abbott balloon catheter, the 3.0 x 23 mm multi-link 8 stent was implanted at the target lesion. When the stent implant was checked with intravascular ultrasound (ivus), the stent implant was noted to be malapposed. Although, additional post-dilatation was performed four times with a non-abbott balloon catheter, the issue was not resolved. The physician considered further post-dilatation would not be effective and could cause a dissection; therefore, the procedure was ended without further treatment. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.